Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. Analysis was unable to verify no button response due to blank display. The insulin pump had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 343 mg/dl. Troubleshooting was not performed. The device was returned for analysis.